Event description:
Healthcare professional reported a lap-band system for which the patient experienced "pain in upper abdomen and upper back, gerd/dysphagia, abdominal pain," first noticed when the patient complained pain in the upper abdomen and lower back. The lap-band system was removed without replacement.

Manufacturer narrative:
The product associated with this report will not be returned for analysis. Based upon the catalog number and implant date provided by the reporter the connector type is a taper ii. Pain, reflux, and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedure."